Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured horizontally. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.